Event description:
It was reported that the user experienced hyperglycemia with a peak blood glucose of 269 mg/dl after a recent infusion site change, and the contact confirmed insulin drops at the cannula prior to insertion; values were later trending downward, and no alerts or alarms other than high glucose alerts were noted. Symptoms included elevated blood glucose without reported ketones, dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, and no assistance required. Investigation included complaint intake, user interview, and troubleshooting and education while the user monitored glucose on the road. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no device malfunction identified and no component issue confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.